Manufacturer narrative:
Other, other text: device evaluation- one used device was returned for evaluation. The visual inspection of the device showed no obvious damage. The sample was filled with fluid and it was found to leak at the join between the inner medication bag and the bag tube. The reported issue could be confirmed with the returned sample. The manufacturing facility performed a review of the manufacturing process. The review showed this device type is 100% visually inspected for any damage or bad bonds. The devices are 100% leak tested after assembly. The issue was determined caused by a manufacturing issue during bag sealing operation. No action has been identified in response to this event. However, the manufacturing facility has recently replaced the rf generator on the bag sealing machine and updated the leak test procedure to reinforce the step of allowing the bag to fully fill prior to stopping the test.

Event description:
Information was received indicating that immediately on use, the inner bag of a smiths medical cadd cassette reservoir leaked. No patient consequences were reported. No adverse effects were reported.